Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.

Event description:
This event involved a patient 1 year post heartware lvad implantation who experienced charging issues with a single battery and a pump stop. The site stated that the battery is not charging. Preliminary logs files review confirmed the pump stop. The battery in question was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.